Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an audio anomaly and the transmitter was malfunctioning. The customer would receive frequent calibration requests, the device would randomly stop sending data to the pump and exit out of automode, and the device would not alert when calibration was required. Troubleshooting was not completed. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.